Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/12/2019. The service engineer (se) inspected the device. The se found the issue was with the ventilator's external air outlet, the thick filter cotton in the pipeline connecting the atomizer causes the ventilator to be unable to recognize that the mask had left the patient and cannot enter the standby mode. The se also found the rear cooling fan was damaged due to improper cleaning. The se replaced the thick air filter and remove the top cover of the machine and reload the cooling fan to address the issue. The ventilator was returned to use.

Event description:
It was reported that the ventilator would not go into standby mode. No patient harm reported. Event date not specified; estimate used.